Event description:
The customer reports that the needle separated or "broke off" from the rest of the assembly. The doctor secured the piece of metal protruding from the patient and removed it. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient complication, injury or consequence. Therapy was not delayed/interrupted.

Manufacturer narrative:
(B)(4). Medwatch received: uf/importer report #2000330000-2020-8015. The customer returned one arterial catheterization device and lidstock for evaluation. The sample contained obvious signs of use in the form of biological material. Visual examination revealed the needle cannula was detached from the hub. No adhesive was found in the hub or on the proximal end of the needle cannula. The outer diameter of the separated needle cannula measured to be 0.0280" which is within specifications of 0.0280-0.0285" per product drawing. The total length of the separated needle cannula measured to be 3.8" which is within specifications of 3.797-3.807" per product drawing which indicates no pieces of the needle were missing. The inner diameter of the needle hub measured .029" which is within specification of .029-.031" per product drawing. The separated needle cannula was able to be easily removed and advanced within the hub. A device history record review was performed with no relevant find ings. The customer report of a detached needle cannula was confirmed by complaint investigation of the returned sample. The needle cannula was separated from the needle hub. The sample passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Based on the sample received, manufacturing (assembly) caused or contributed to this event. A non-conformance has been initiated to further investigate this issue.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the needle separated or "broke off" from the rest of the assembly. The doctor secured the piece of metal protruding from the patient and removed it. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient complication, injury or consequence. Therapy was not delayed/interrupted.